Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ gravity set IV line disconnected from the drip chamber during use. The following information was provided by the initial reporter: "we have had another line tubing failure again today... These are coming in daily again... ¿IV tubing line disconnected from drip chamber¿ was there any harm or injury to the patient, health care provider, or any other person? No... What was the medication administered to the patient? Unsure".

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ gravity set IV line disconnected from the drip chamber during use. The following information was provided by the initial reporter: "we have had another line tubing failure again today... These are coming in daily again... ¿IV tubing line disconnected from drip chamber¿. Was there any harm or injury to the patient, health care provider, or any other person? No... What was the medication administered to the patient? Unsure".